Manufacturer narrative:
Trackwise ID # (B)(4). Analysis of production for OEM devices: the reported device is an OEM device. The certificate of conformance was reviewed for the reported serial number. The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. Historical data analysis: the review of the historical data indicates that no other similar complaints was reported for the same serial number and reported failure mode. Trend analysis: the overall 24 month product complaint trend data for the period jul-2019 through jun-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: communication/interviews were performed to obtain all possible information. Device not returned: (despite request and/ or customer indicated that the device would be returned; however, no device was returned.

Event description:
(B)(6). Summary: the hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) and s/n (B)(4) were not working correctly. Tested the power supply and it seemed to work ok with the self test (raytec and hp2 device). Spoke with the harvester (very experienced) and she said she didn't feel like she cauterized enough to set off the emergency shutoff mechanism. Dial was on 2.5. Initial power supply began to "fade" and then eventually stopped working altogether. They then replaced it with another power supply and it worked and was able to take the vein out with no issues or harm done to the conduit or patient. Used same vh-4000 hemopro to complete the case.